Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 30-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the extension connector boot was eroded through the skin. The patient had previous infection with the same system and is immunocompromised. The surgeon washed where the wire was exposed, disconnected from lead, attached new boot, and closed skin over connector. The issue was resolved.